Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The reported poor image resolution was due to only using intracardiac echocardiography (ice). The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic video and one (1) fluoro still image, which appears to be a snapshot of the video and captures the same instance, were provided. In the video & image, two fully deployed clips can be visualized with no cds in view indicating it was taken post deployment of the second clip (reported device). The lateral clip (top right in the video) appears to be in the fully closed position (~10°) and is presumably the first implanted clip that did not have a reported issue. The medial clip (bottom left in the video) appears to have a clip arm angle of ~35° - 45° and is presumably the second implanted clip reported for cowl during deployment. While this is an estimation based on visual assessment with the naked eye and is not confirmed, it is apparent that the post deployment arm angle of the second clip (reported device) is opened beyond the fully closed position per the instructions for use. This is made evident when comparing the second clip arm angle to the first clip which appears to be fully closed and did not have a reported issue. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, with a dilated left atrium (la). A mitraclip xtw was implanted without issues. Another mitraclip xtw was selected for treatment and advanced to the mitral valve, passed two establishing final arm angle (efaa) checks, but while deploying the clip and upon retraction of the actuator knob, the clip opened from 20 degrees to 60 degrees. To stabilize the clip, an additional clip was implanted. Difficulties visualizing the clip during the procedure occurred due to only using intracardiac echocardiography (ice). The procedure was successfully completed with three clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.